Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that during patient use, a ventilator was auto-cycling. Although requested, it is unknown if the patient was transferred to another ventilator. There was no report of serial injury or death associated with this event.